Event description:
Revision surgery - encore notified of revision surgery. No information received on original parts.

Manufacturer narrative:
No information on explanted parts received. Encore will submit a follow-up report when information is received.